Event description:
It was reported that no external power alarms occurred while connected to the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
The unknown alarms that may have been related to driveline damage were previously captured under this report but will now be captured under MFR. Report # 2916596-2023-01298 section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm was not confirmed. Multiple requests for additional information were made to determine if the mobile power unit (mpu) was exchanged and would be returned for evaluation, and if log files associated with the reported event could be provided. Requests for additional information were also made to determine the date that the reported alarm activated and the cause of the alarm. However, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came into the clinic earlier this year for unknown alarms which occurred while connected to the mobile power unit (mpu) but not batteries. The patient was asymptomatic during the alarms.